Manufacturer narrative:
Non-healthcare professional. Concomitant medical products: 4196-88 lead, implanted: (B)(6) 2010, 4076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "winded" when walking and then experienced an inappropriate shock due to the right ventricular lead oversensing t waves. The oversensing was occurring after ventricular sensed and paced events, but in the clinic, oversensing was only observed after sensed events. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.